Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt) and accelerated one of the rhythms. The technical services (ts) performed troubleshooting and recommended to reprogram the device. This ICD remains in service. No additional adverse patient effects were reported.